Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that temperature deviation found on the arctic sun device. They replaced isolation card to correct issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed isolation circuit card. During general maintenance it was found there were temperature differences that were out of spec. Isolation circuit card was replaced. General maintenance and repair/calibration/est. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that temperature deviation found on the arctic sun device. They replaced isolation card to correct issue.